Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery set alarm was discovered and confirmed by baxter personnel in the pump's event history as a depleted battery set alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by replacing the main batteries and battery harness. A service history review revealed that this device was previously serviced for the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This MDR was submitted on 03/20/2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on 03/21/2011. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.